Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-left anterior descending coronary artery. It was not possible to cross the target lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon proximal to the target lesion in an acute bend in the vessel. There was no attempt to retrieve the undeployed stent reportedly due to the pt's large size. The pt was sent to surgery for coronary bypass grafting. Subsequently, the pt did well post-surgery and was discharged. The stent was not removed and remains within the pt's arterial vasculature. The instructions for use were not perofrmed, when the lesion was not pre-dilated prior to the insertion of the stent delivery system. The acute bend in the left anterior descending coronary artery may have contributed to the stent dislodgement. Photos of the procedure revealed the dislodged stent in an acute bend in the mid-left anterior descending coronary artery. The target lesion appears proximal of the dislodged stent, not distal as first reported.